Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported about an intraocular lens (iol) explant due to patient experienced blurred vision. The clinical reason was reported to be residual refractive error. The iol was replaced with unspecified lens approximately within a month after initial procedure. Additional information was requested, but no further information is available.

Manufacturer narrative:
The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. The product investigation could not identify a root cause for the reported complaint. Each lens is subjected to a 100% assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Information was provided that the company (3.00cyl), 17.5 diopter, (1.5 extended depth of focus) lens was replaced with an unspecified atiol model due to a reported "residual refractive error." The product has not been received to evaluate. Follow up attempts were made for more details of the event. No further information has been provided at this time. File will be reopened when new information or the product is received. The manufacturer internal reference number is: (B)(4).